Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the surgeon noted the lens was too big so removed the lens within the same surgery with no patient injury. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).